Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported a tubing separation. The tubing set was to be used to deliver an unspecified solution. It was reported that after priming the tubing set and connecting it to the patient, the tubing separated from the distal y-site. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.